Manufacturer narrative:
The reported events of lead perforation and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
New information received notes that the patient initially presented in the emergency room experiencing shortness of breath.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high capture thresholds. A computed tomography (CT) scan was performed and revealed that the patient experienced an effusion. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that computed tomography (CT) scanning was performed and revealed a perforation of the right ventricular (rv) lead. Pericardiocentesis was performed to resolve the perforation.